Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that there were no failures found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the camera would only "see one instrument". It would not track the reference frame or the nav locks. It was working normally for most of the case but started to exhibit this behavior near the end of the case. Wiggling the wire in the back of the camera seemed to have helped to some degree. Patient present. There was a less than one hour surgical delay. There was no impact on patient outcome.